Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 25-18 mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. During procedure, it was noted that there was a hole in the three-way valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
A crack near the stopcock of the three-way valve was reported. The imaging received suggested that the leak was likely caused by this crack. The device history record was reviewed to confirm that all manufacturing and inspection processes were completed and that the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. However, the crack was identified as a potential product quality concern. Exception issue was initiated for further investigation. Abbott continues to investigate the reported crack near the stopcock of the three-way valve in accordance with internal procedures.